Event description:
It was reported that this implantable defibrillator was checked and the device battery was completely flat. The device was not programmable at this point. It was also mentioned that the patient experienced a syncope episode the week before, and it was asked to technical services (ts) to check if the episode is able to be reviewed. The device replacement was performed successfully. No additional adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that this implantable defibrillator was checked and the device battery was completely flat. The device was not programmable at this point. It was also mentioned that the patient experienced a syncope episode the week before, and it was asked to technical services (ts) to check if the episode is able to be reviewed. The device replacement was performed successfully. No additional adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that this implantable defibrillator was checked and the device battery was completely flat. The device was not programmable at this point. It was also mentioned that the patient experienced a syncope episode the week before, and it was asked to technical services (ts) to check if the episode is able to be reviewed. The device replacement was performed successfully. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed this device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage measured much lower than expected. The battery was removed and replaced with an external power source. Current drain was measured and found to be normal. Initial analysis of the battery identified what appeared to be a latent electrical leakage path. Detailed testing could not confirm the root cause of the electrical leakage path but did confirm a battery issue resulted in the observed premature battery depletion.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation made against the device was confirmed through product analysis, which found evidence indicating the device had a battery anomaly due to dendrites in one of the battery cells that caused an internal short. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not reveal any abnormalities. Review of the device memory was unable to be performed due to the battery status. The device case was cut open to facilitate inspection and testing of the internal components. The battery was removed and connected to an external power supply which yielded a normal current drain. The battery was forwarded for further testing which found a metallic dendrite had formed and breached the separator layer between the battery's anode and cathode layers creating a short, resulting in premature battery depletion. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the manufacturing deficiency investigation conclusion was selected based on analysis evidence indicating the device had a battery anomaly due to dendrites in one of the battery cells that caused an internal short.

Event description:
It was reported that this implantable defibrillator was checked and the device battery was completely flat. The device was not programmable at this point. It was also mentioned that the patient experienced a syncope episode the week before, and it was asked to technical services (ts) to check if the episode is able to be reviewed. The device replacement was performed successfully. No additional adverse patient effects were reported. The device was returned for analysis.